Event description:
Rptr was implanted with the screws during a spinal fusion procedure. He is in no better condition than before the fusion. The pain persists in his lower back, left buttock, left thigh, and thus numbness from left knee to toes.